Event description:
An o.r. Manager at the user facility reports an issue was identified with the intraocular lens after it was implanted. The lens was removed and a vitrectomy was required. Additional info has been requested.